Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technologist found the hub of the benchmark 6f 071 delivery catheter (benchmark) to be broken upon opening the packaging. The damage to the benchmark was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.